Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not appear again, and successfully started new sensor session.